Event description:
It was reported that at routine follow-up, the device could not be interrogated, and no magnet response was seen. The patient was asymptomatic. At the last device check in 2007, the predicted device longevity was 3.5 - 6.5 years, and a transtelephonic device check in 2008, showed the magnet rate to be ok, at 85 bpm. Device explant and replacement to be discussed. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.